Event description:
It was reported that the pt used the suspect device to check their blood glucose following a kidney transplant operation. The suspect device is reported to have over estimated the glucose level in the pt. The pt was later determined to have been hypoglycemic. The pt lost consciousness, became comatose and expired.